Event description:
On (B)(6) 2024, mhra provided boston scientific with a copy of an adverse incident report indicating five right ventricular (rv) ingevity leads implanted from 2016-2020 with either model number 7741 or 7742 exhibited a rise in impedance and subsequent deterioration of lead function. Surgical intervention was required in at least one instance. No further information was provided. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.